Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the medical surgical care area. The customer stated that the pump was programmed to infuse at a rate of 100 ml/hr and after 3 hours only 150 ml had infused. The volume to be infused was 300 ml (medication unk). It was also report there was no pt injury.

Manufacturer narrative:
(B)(4). The customer supplied photographs of the device history log on the device in question. The history log shows that the programmed rate of delivery was 50 ml/hr (not 100 ml/hr as reported) which would result in the reported delivered volume of 150 ml after 3 hours. The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.